Event description:
It was reported that the patient was experiencing never having therapeutic effect. The patient had no relief since implanted. This surprised the patient since this was her second stimulator. When implanted the patient was in program 1. In program 1 the patient had no results at all and she was in a lot of pain in program 1, since implanted. About 2 weeks ago, the patient went to her hcp (healthcare provider) and hcp switched to program 2. In program 2, the patient immediately started feeling the urgency to go and she urinates some urine on her own but she was still cathing 4-5 times/day and getting big pvrs (post void residuals) of 300 and 250 even with fluid restriction of 64 oz/day. The hcp wants her pvr down to 100. The patient also had uti (urinary tract infection) probably 2 weeks ago (did not remember exactly) and hcp wants her to keep her bladder empty. The patient had been slowly increasing the amplitude in program 2. She was up to 5 or 6 v. The patient will see hcp next wednesday. The patient wanted to know when the therapy will kick in, how long before it will work for her. The patient also wanted to know how fast she can increase the amplitude. It was noted that the patient was having difficulty logging into the website. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0pvbe, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).